Event description:
An implant card was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The explanting facility discards explanted devices; therefore, no analysis can be performed. Follow-up revealed that the physician attributes the patient¿s increase in seizure frequency and intensity to decreasing battery life of the patient¿s device.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient has experienced an increased frequency of seizures with 24 seizures since the patient's last visit. It was noted that the seizures are described as generalized tonic-clonic seizure, lack of awareness of surrounding and unresponsive starring. The seizures have variable duration but one of his most recent seizures lasted over 20 minutes. The notes indicate that the patient's grand mal epilepsy with intractable seizures have been more frequent and intense. The patient was referred for generator replacement. No known surgical interventions have occurred to date. It is unknown if the increase in seizures is above the patient's pre-vns baseline frequency. No additional relevant information has been received to date.